Event description:
It was reported that during the implant procedure the pre-discharge event the right ventricular (rv) lead coil had an high/undefined defibrillation impedance. The next day check the impedance was found not to be normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.